Manufacturer narrative:
Novocure medical opinion is that this is a serious event related to the underlying disease (gbm) and radiation therapy, unrelated to optune gio therapy. Healthcare provider was unable to rule out a possible contribution of optune gio therapy to the event. Therefore, novocure will report this case out of an abundance of caution. Cerebral edema, hemiplegia, urinary tract infection, and hyperalgesia were unrelated to device use. Central nervous system necrosis was not reported as an expected event with optune gio device use in the (ef-11 or ef-14 trial in optune arm). There have been 12 reports of central nervous system necrosis in the commercial program to date, none of which were serious or related to device use.

Event description:
A 58-year-old female patient with newly diagnosed glioblastoma (gbm) initiated optune gio therapy on (B)(6) 2025. Novocure was informed on (B)(6) 2026, that the patient had been hospitalized in the neuro-oncology unit since on (B)(6) 2026, with complete right sided hemiplegia, placement of an indwelling urinary catheter, and development of a urinary tract infection. The most recent dopa pet imaging demonstrated findings consistent with radiation necrosis. On (B)(6) 2026, the patient reported that she remained hospitalized with worsening symptomatic cerebral edema. She described severe neurological deterioration, including loss of response and profound weakness on the left side. According to the patient, corticosteroid boluses have provided limited clinical benefit. Treating physicians suspect progression of radiation necrosis following the most recent high-dose targeted radiotherapy and have also suspected possible recurrence of disease at the primary site, although this has not been confirmed. The patient stated that she discontinued optune gio therapy use on (B)(6) 2026 and intended to resume therapy upon returning home. Following a contact initiated on (B)(6) 2026, the patient¿s daughter reported on (B)(6) 2026, that the patient remained hospitalized. Medical information regarding the optune gio device and associated adverse effects had been communicated to the patient by the healthcare professional that device use may have contributed to the cerebral necrosis. On (B)(6) 2026, the patient continued to experience significant and persistent cerebral edema despite treatment with high-dose corticosteroid boluses and boswellia serrata (4,200 mg/day). Thalidomide therapy was resumed. The patient remained bedridden in hospital and had recently experienced episodes of hyperalgesia associated with constipation. Recent imaging reportedly demonstrated gelatinous necrosis, which the interpreting radiologist described as an unusual finding not previously encountered in their experience. Additional abnormalities were identified within the corpus callosum, although their nature remains undetermined. Imaging also revealed the appearance of a second area of necrosis. Optune gio therapy was permanently discontinued on (B)(6) 2026. Attempts were made to contact the prescribing physician, no reply received to date.